Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: changed initial reporter. Evaluation summary (B)(4) the full lead was returned where it was discovered that the distal conductor was fractured. Further testing revealed defib conductor distorted, blood/body fluid was on outer tubing overlay, outer tubing overlay had cosmetic environmental stress cracking, inner insulation was torn, outer tubing overlay breached cut, outer insulation had a cosmetic depression, and blood was in/on helix/lobe mechanism. Lead appears to have been implanted with a bend in it at the fracture site.

Event description:
It was reported that the patient received 38 inappropriate high voltage therapy shocks due to oversensing. Lead fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.